Event description:
Pt reported obtaining a blood glucose result of 170 mg/dl while using the suspect device. Pt indicated she immediately opened a different strip vial and retested blood glucose with a result of 78 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on either strip vial. Technical support requested the return of the suspect product and replacement product was shipped.